Manufacturer narrative:
The uretero1 reverse deflection disposable ureteroscope subject of the reported event is being returned for evaluation. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via medwatch # (B)(4) that, "uretero1, disposable flexible ureteroscope image gets cut off, intermittently lost and keeps cutting out or flickering. Or team found a crack at the base of the scope at the end of the procedure. The sales representative for the product was contacted and the plan will be to return the scope for inspection."

Manufacturer narrative:
Steris incorrectly filed the reported event under 300776287-2025-00007. The investigation for the event has been correctly filed in MDR 1528319-2025-00081.